Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the chronic right ventricular (rv) lead would not fully sit in the header of the new cardiac resynchronization therapy defibrillator (crt-d), even with excessive force. It was noted there were ventricular senses all over the electrogram; there was a suspected grommet/setscrew problem and the crt-d was not implanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was returned and analyzed. Analysis was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.